Event description:
Questions sked of the customer 1. Was there any damage sustained to the device during use? If so, approximately where? 2. Was the device used for multiple punctures? 3. Was syringe used to inject fluid through the device? 4. Where does the leakage occurred particularly? Does the leakage occurred between the adapter and tubing? 5. Kindly provide physical/picture/video sample if available. Answers provided: 1.is the device damaged during use? If so, where is the damage? The damage is located at the y-junction between the indwelling needle extension tube and the y-shape. 2. Is the instrument used for multiple punctures? Re: no. 3. Do you inject liquids through instruments? Re: yes. 4. Where did the leak occur? Does it happen between the adapter and the tube? The leak occurred at the y-junction of the indwelling needle extension tube. 5. Please provide physical objects/pictures/video samples (if any). There are no pictures or physical objects remained.

Manufacturer narrative:
1. DHR/bhr review lot#3290314. 1-the products of this batch were assembled at intima ii auto line 2 in november 2023, and packaged at r240 package line in november 2023. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found at the connection between the extension tubing and pp connector. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. Because the abnormal states of the connection between the extension tubing and the pp connector cannot be identified, the root cause of the leakage there cannot be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leaked at adapter tubing junction. The child came to the pediatric outpatient clinic at 17:20 on (B)(6) 2024 for the second day of infusion treatment for ¿acute bronchitis¿, and when he was given an indwelling needle to flush the tube, he found that there was a leakage of fluid from the long catheter of the indwelling needle and the y-type connector, so he was given a replacement indwelling needle immediately.